Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device return status/follow up? Note: information regarding this event that was reported under mw # 2210968-2020-09187 on 11/20/2020. Additional events reported via mw#2210968-2020-09871, 2210968-2020-09872, 2210968-2020-09873, 2210968-2020-09874, 2210968-2020-09875, 2210968-2020-09876. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent breast surgery on an unknown date and suture was used. During the procedure, the suture broke mid strand. It was reported that the issue occurred while suturing deeper breast tissue under minimal tension. The physician reported she was not applying significant force to suture at the time of breakage. The case was completed with no patient consequences.